Event description:
It was reported that automatic mode switching due to oversensing was noticed on atrial channel. Patient was asymptomatic. Programming changes were made. The patient condition was fine after the event.